Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding this issue that was closed as not confirmed. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 15 closed samples and 1 one sample with the needle detached from the thread, and the thread is still wound on the pack. We have also checked the needle detached and we have found rests of thread inside the needle hole as can be seen in the enclosed picture. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.58 kgf in average and 0.25 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of (B)(6)/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that the needle detached before use when removing out of the package. More information has been requested.